Manufacturer narrative:
The insulin pump was received with no a33 error alarm during our testing. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No rewind anomaly noted. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and missing end cap sticker.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Customer's blood glucose level at the time 126 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.